Event description:
Medics responded to a call for a patient who was reportedly choking on a hot-dog. When medics responded, the family was performing the heimlich maneuver. Medics continued the heimlich maneuver and placed defib pads on the patient. The device reportedly displayed "poor pad contact", "check pads" messages and failed to discharge. The patient was transported to the hospital for further treatment. Clinicians applied a tracheotomy and found the hot-dog was lodged in the patient's throat. The patient expired at the hospital, which was not related to the reported malfunction. The defib pads that were used in the event were inadvertently discarded at the customer facility.